Event description:
It was additionally reported that there was no pump stop or suspected disconnection. The pump was exchanged, and the plan of care was observation. It was additionally noted that the pump exchange was due to infection.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2024-52567.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump stop and low flow due to a suspected disconnection. Log files analysis and a system drive check were requested before pump replacement.